Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. No microbiological contamination was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device was then returned to an olympus service center for evaluation. Service found no defects during the device inspection and testing. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. Neodisher medizym detergent is used for precleaning. Manual cleaning is then performed by brushing the instrument/suction channel and suction cylinder with an olympus metallic brush and neodisher medizym detergent. An automated endoscope reprocessor (aer) is not used. Manual disinfection is not performed. The scopes are stored vertically. The scopes are not sterilized. Olympus is the maintenance company. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during routine testing, the scope tested positive for microbial contamination. The suction channel was cultured and tested positive for staphylococcus epidermidis. The number of colony forming units was not specified, but it was noted to be elevated in the second test. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the user culture test report was not shared. Therefore, the reported event could not be confirmed. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus. Olympus will continue to monitor field performance for this device.